Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected to the user remotely and attempted to restore the system functionality by restarting the system but was unsuccessful. Upon further troubleshooting, the field service engineer (fse) inspected the system onsite and identified that the single-phase ups had failed, causing the system's pdu fantray unit to become damaged. To resolve the issue, the fse bypassed the ups and replaced the pdu fan tray unit. After replacement, the system was return to use in good working order. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.